Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, haptic broken during injection of iol. It was stated that procedure was completed on the same day. Additional information received and stated that iol was removed and replaced with another lens in the initial surgery.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).